Manufacturer narrative:
The broken instrument has not been returned for evaluation as yet. We confirmed from the picture one of the jaws is broken off. Damage is most likely due to stress overload from handling or retracting heavy tissue; the instrument is designed to grasp soft tissue only. The instrument had been in use for over eight years.

Event description:
Allegedly, during a laparoscopic interior resection on of the jaws of the bowel grasper came apart inside the patient. The piece was retrieved from the abdomen. The physician was confident no pieces were left behind and that there was no harm to the patient.